Event description:
It was reported that the patient presented in clinic for follow up. The patient's pacemaker was found in backup vvi. The device was reprogrammed successfully. No additional information was reported.

Manufacturer narrative:
Correction: please retract this report 2017865-2021-40455, the same event was previously reported as 2017865-2021-40266.